Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2013. They underwent left knee revision on (B)(6) 2020, approximately 6 years 11 months after their initial implantation. The patient claims to have suffered pain and instability in his left knee for a period of time prior to his revision. During the revision procedure, the surgeon encountered osteolysis, severe synovitis, and a grossly loose femur. There is no other patient demographic or medical history available. There is no additional information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case. Unable to locate initial surgery in ebi. Electronic files searched for patient name with no results. No further information.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2023-01505. H6: corrected medical device problem code, component code, and type of investigation.